Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vision blurred ("blurred vision") and visual impairment ("detorioration of vision"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hypertension ("htn"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with antibiotics and surgery (patient had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, visual impairment, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypertension, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical records received. Plaintiff demographics and historical medication added. New events, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection : uti's, migraines / headaches, htn, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision, deterioration of vision were added. Lab data and treatment medication added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramps"). The patient was treated with surgery (patient had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included systemic lupus erythematosis. Previously administered products included for an unreported indication: mirena and lisinopril. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vision blurred ("blurred vision") and visual impairment ("deterioration of vision"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypertension ("htn") and cardiac disorder ("blood or heart disorder/ conditions type"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and blood disorder ("blood disorder"). The patient was treated with antibiotics and surgery (patient had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, visual impairment, abdominal pain, back pain, headache, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypertension, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Event headache, blood disorder & heart disorder were added. Historical drug & condition were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.